Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, there was non-sustained right ventricular oversensing (nsrvo) on the device. The right ventricular lead had been inserted too far into the header of the device which caused the oversensing. The lead was repositioned inside the header of the same device to resolve the event and the patient was stable.